Event description:
The customer's parent reported the son's blood glucose was 325 mg/dl and he was ill. The caller was planning to give the son a manual injection for correction and stated that the "tape was stretching," insulin was leaking and the cannula was out of the skin. The subject device is not available for return.

Manufacturer narrative:
The device was not received for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the reported hyperglycemia. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.